Manufacturer narrative:
Expertise files analysis did not reveal any evidence of a long interrogation time and freeze. Two successful follow-ups were performed with a duration of around two minutes per follow-up. Expertise of the returned programmer revealed that the hard disk of the device was not properly connected (this can result from vibrations and/or mechanical shocks during use), which can explain the reported long interrogation time and freezes. An additional issue was observed at the level of the power supply that could also have contributed to the reported issue. This power supply issue was corrected as well. The programmer followed the normal workflow of repair and was sent back to the field.

Event description:
Reportedly, the subject programmer takes a long time to interrogate a device and then freezes.

Event description:
Reportedly, the subject programmer takes a long time to interrogate a device and then freezes.